Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), deafness ("loss of hearing") and meniere's disease ("meniere's disease") in a female patient who had essure (batch no. He011cl) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("severe physical and intellectual fatigue"), migraine ("migraines"), dysmenorrhoea ("random painful and hemorrhagic periods"), menorrhagia ("random painful and hemorrhagic periods"), myalgia ("muscular pain"), arthralgia ("joint pain"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), deafness (seriousness criterion medically significant), tinnitus ("tinnitus on right ear"), dry eye ("dry eyes syndrome"), constipation ("constipation"), diarrhoea ("diarrhea"), disturbance in attention ("loss of concentration and memory"), amnesia ("loss of concentration and memory"), fibromyalgia ("fibromyalgia"), depression ("depression"), meniere's disease (seriousness criterion medically significant) and muscle disorder ("muscles not working appropriately"). At the time of the report, the abdominal pain, fatigue, migraine, dysmenorrhoea, menorrhagia, myalgia, arthralgia, anaemia, vitamin d deficiency, deafness, tinnitus, dry eye, constipation, diarrhoea, disturbance in attention, amnesia, fibromyalgia, depression, meniere's disease and muscle disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, anaemia, arthralgia, constipation, deafness, depression, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fatigue, fibromyalgia, meniere's disease, menorrhagia, migraine, muscle disorder, myalgia, tinnitus and vitamin d deficiency with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.